Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working due to high blood glucose. The customer's blood glucose value was 220 mg/dl and 188 mg/dl. Customer stated that they not able to rewind the insulin pump. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.